Event description:
The customer reported a blank display and frozen display. Troubleshooting was performed, and the display returned. The customer later called to report that the screen continues to freeze. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.